Event description:
It was reported to philips that the heartstart xl defibrillator did not shock during synchronized cardioversion. There was no negative patient impact.

Manufacturer narrative:
Pr#: (B)(4).